Event description:
It was reported that a cath lab technician trained in the use of the proglide device attempted to advance the proglide device into the arteriotomy; however, a kink was found in the sheath. The device was removed and a second proglide device was used to successfully complete the procedure. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.